Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00102, 3005168196-2016-00103, 3005168196-2016-00105.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils) and penumbra coil detachment handles (handle). During the procedure, the physician deployed and detached a pc400 coil into the aneurysm using the handle (lot #f64987). A second pc400 coil (lot #f61320) was then deployed into the patient; however, the physician was unable to detach the coil using the handle after making three attempts and decided to manually pull back on the pc400 coil pusher assembly. The pc400 coil pusher assembly became fractured and was removed from the patient. The physician deployed a third pc400 coil (lot #f61658) into the patient; however, this coil also did not detach after a few attempts were made using the same handle. The physician opened a new handle (lot #f65626) and attempted to detach the same pc400 coil but was still unsuccessful. The third pc400 coil was removed from the patient and the procedure was completed using another manufacturer's coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the penumbra coil detachment handle (handle). The handle was tested for pull force and throw distance and was found to pass all specifications; the handle actuated correctly. Conclusion: evaluation of the returned devices revealed that the pet locks were broken on both pusher assemblies and the coils were intact with the pusher assemblies. A broken pet lock indicates that the pull wire was retracted in an attempt to detach the embolization coil. Further evaluation revealed the pull wire was fractured on the first penumbra coil 400 (pc400 coil). If the pull wire is forcefully retracted, it is likely that the wire will become fractured. Further evaluation revealed that both pusher assemblies were kinked in multiple locations. The kinks in the pusher assemblies may have contributed to the difficulty detaching the embolization coils. The handles were functionally tested and no issues were found. The pc400 coils are 100% functionally tested during in-process inspection. The handles are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.